Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that catheter guidewire stuck occurred. It was reported that a farawave catheter was selected for an ablation to treat a paroxysmal atrial fibrillation. During procedure, when attempting to withdraw the guidewire, it could not be pulled back. The catheter itself could be removed, indicating that the guidewire was not caught in tissue. After removing the catheter, the guidewire was forcibly pulled out and removed; however, it was no longer usable. Catheter was replaced and procedure was completed. No adverse event to the patient was reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.